Event description:
Customer reported that two pts with a known anti-e and one pt with a known anti-jka failed to react with mts anti-igg card lot# 122204001-18 and 3% surgiscreen lot # 3ss301. Initial medwatch report# 1056600-2005-00077 was filed on 08/17/05 for the three false negative events. This add'l report is being filed to account for the second event involving the same gel card lot number.

Manufacturer narrative:
Samples were not provided by the customer for investigation. Therefore, mts was unable to verify the customer's complaint. Testing performed by the customer in tube (peg) and also in gel using a different lot of gel cards confirmed the positive reactivity with the 3 pt samples. Incident is more than likely sample related. However, the mts anti-igg card cannot be ruled out as a contributing factor. Batch record review indicated lot met all specs, product release and in-process criteria. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, the pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. Differences observed between test methods are not unexpected, since these test methods may exhibit different patterns of reactivity and sensitivity depending on the specific antibody. Furthermore, peg is known to detect those antibodies not found in liss. (Refer to basic & applied concepts of immunohematology, 1st ed., p 159) the likelihood of a serious injury, while not frequent, is not remote. Based on the available information, this incident is reportable.